Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. The customer was hospitalized due to high blood glucose of 450 mg/dl. Customer stated she changed the infusion set and went to bed. Customer woke up at night due to high blood glucose and tried to give bolus wizard twice, but the blood glucose kept on raising. Customer¿s current blood glucose was 230 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.